Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2007, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On an unknown date, follow-up imaging reportedly revealed a type ii endoleak originating from a lumbar artery. On the same day, the patient underwent coil embolization to treat the type ii leak. On an unknown date, subsequent follow-up imaging reportedly showed a type ib endoleak at the distal end of the contralateral leg component (pxc141200/04975650). According to the report, the physician attributed the endoleak to calcification in the common iliac artery. On (B)(6) 2017, additional gore® excluder® components were placed to extend coverage. The type ib endoleak was resolved and the patient tolerated the procedure.